Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, although the adherence/clogging of the material was confirmed, we could not identify the material. Therefore, a definitive root cause could not be determined. Also, no physical damage was confirmed at the nozzle. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the reportable malfunction identified in b5: the nozzle was clogged by a soft white rubbery foreign material. The following non-reportable findings were found during device evaluation: distal end light guide rod lens (3x) were cracked and discolored, adhesive of bending section cover was separated and deteriorated, scope cover was cracked, air/water cylinder was deformed, suction cylinder was scratched, scope connector cover was corroded, angulations were out of specification, insulation distal end value resistance was out of specification, and customer reported leakage was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the nozzle was clogged by a soft white rubbery foreign material. There were no reports of patient involvement.